Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text: device disposition unknown.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant procedure for the inbone talar component for reasons that are not available at the time of this report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant procedure for the inbone talar component for reasons that are not available at the time of this report.

Manufacturer narrative:
The complaint could be confirmed, since the revision surgery has already taken place. Upon further investigation of the CT scans by healthcare professionals the following was observed: the CT scan shows a semi-girdlestone situation with a cement spacer at the site of the former talar component. The talar component is replaced by a cement spacer. The underlying bone substance is poor with some cavities and substance loss to the almost to the level of the calcaneotalar arthrodesis. There is no information given in the data, but it can be assumed that there was a talar based infection in the joint. There seemed to be an infection in the joint, however, the surgeons obviously decided to leave the tibial component in place. This can only be assumed with the information given. There is no certainty with the available information, though. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.